Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used, and all steps were done as usual. The artery was located, and the anchor was set. When trying to pull back the angio-seal the whole device came out without any resistance. To verify that the anchor did not embolize, the angio-seal was cut open. Inside the angio-seal sheath the anchor was found. Hemostasis was achieved via ten minutes of manual compression. There was no harm to the patient. A pre-deployment angiogram was performed. It was a right femoral artery puncture. The patient's condition was stable, they were not affected, there were no patient consequences. The procedure being performed was a percutaneous transluminal angioplasty (pta). A 6fr procedural sheath was used prior to the angio-seal device. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in section b5.

Event description:
Additional information was received 09sep2020. The nurse thought the angio-seal was cut open; however, the physician only removed it from the patient and pulled apart the angio-seal so that he could see the anchor.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was received for product. The carrier tube assembly was returned completely unmated from the hemostasis sheath. The arteriotomy locator was returned as well. Visual inspection revealed that the arteriotomy locator was noted to be in a slightly curved shape. The carrier tube assembly was completely removed from the hemostasis sheath and the collagen was found stuck in the hemostasis valve. The tamper tube had exited the carrier tube. The deployment sleeve of the device was in the rear lock position with color bands fully exposed. The suture still intact, connecting the carrier tube and hemostasis sheath. The bypass tube was dislodged near the hub of device cap. No other visual anomalies were noted with the device. Manual tension was applied; however, was unable to remove the collagen from the hemostatic valve. Functional testing was not performed due to the collagen was exposed and stuck into the hemostatic valve. IFU states: do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the carrier tube hub was forcibly unmated and withdrew manually; it is likely that device was not positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.